Event description:
It was reported that the lead helix would not extend or retract and that there was difficulty with lead positioning and fixation. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. Blood was present in/on the helix mechanism.